Event description:
It was reported to nuvectra that the patient could not experience paresthesia in the back. An x-ray was performed and exhibited a lead migration. During the revision surgery, the lead was re-position with no optimal coverage. Subsequently, the lead was replaced and the patient is doing well.